Event description:
It was reported that the patient was showing motor response with the device though impedances were greater than 4,000 ohms on some of the bipolar pairs. The patient underwent replacement of both the lead and ipg. No surgical complications were reported.

Manufacturer narrative:
Final device analysis revealed no anomalies. The ipg was functionally ok. The lead was not returned.